Event description:
It was reported that the patient experienced a shocking or jolting sensation. While walking from one room to another after using her catheter, the patient experienced 3-4 shocks and still felt them; the shocks were not "normal" stimulation. The patient attempted to switch from program #4 at 4.3 volts to program #3 which was at 5.7 volts and still felt shocking. The patient switched back to program #4 because she was starting to experience some symptom relief (i.e. The patient had been starting to void more, but still had residuals). It was noted that there was no known accident or incident related to this event. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Product ID: 3093-33, lot#: v941267, implanted: (B)(6) 2012, product type: lead; product ID: 3037, serial#: (B)(4), product type: programmer, patient. (B)(4).